Event description:
Oral-b pro-100 starting to smoke [device catching fire]. Coils were not how they are supposed to be when the batteries came out - oral-b [device physical property issue]. Case narrative: consumer via phone stated that the oral-b pro-100 toothbrush started to smoke. The coils were not how they were supposed to be when the batteries came out. No injury was reported. 27-nov-2023 case update from information initially received on 03-nov-2023: the suspect product lot was 242a5b. No injury was reported.

Manufacturer narrative:
18-dec-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Oral-b pro-100 starting to smoke [device catching fire] . Coils were not how they are supposed to be when the batteries came out - oral-b [device physical property issue]. Case narrative: consumer via phone stated that the oral-b pro-100 toothbrush started to smoke. The coils were not how they were supposed to be when the batteries came out. No injury was reported.